Event description:
The product was used during an unspecified procedure. Reportedly, an unspecified probem occurred which led to a reoperation to remove the sutures. The hospital has no additional information at this time.